Manufacturer narrative:
No patient injury reported. Conclusion: it appeared that mfg steps were followed, however based on the observed device malfunction, a mfg defect appears to be the cause. This submission is being filed late because of issue with the web trader account.

Event description:
The 6/7f vascade was inserted into the sheath to the white marker. The disc was opened. Sheath was removed and temporary hemostasis was achieved. Gentle back pressure was held by the silver handle, the key was inserted into the lock, and the lock was brought back up to expose the collagen. The staff let it dwell for 15 seconds, when the dr. Went to strip the collagen he didn't feel the green tube moving up or down. He then collapsed the disc, held pressure, and took the device out. The dr. Then notice part of the black sleeve sticking out of the groin. The sleeve had separated from the joiner. He took the other piece out of the groin and the collagen was inside the black sleeve. The tech held for an hour to achieve hemostasis. No injury or complications noted.